Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a scanner failure. A field service engineer found the scanner to be unresponsive. To troubleshoot the issue, the fse reseated the cable in the e-compartment. After testing, the fingerprint scanner was replaced with an upgraded fingerprint scanner, and the required drivers were installed successfully. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not usable with biometric identifier, which slowed user access, and multiple soft and hard reboots were attempted with no improvement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.